Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Recently the patient had suffered from a slight pain. Therefore revision took place on suspicion of armd by x-ray films.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary surgery had taken place on (B)(6) in 2009. Recently the patient had suffered from a slight pain. Therefore revision took place on (B)(6) in 2015 on suspicion of armd by x-ray films. The surgeon replaced the s-rom(16-10-130), the metal head(36mm) and the metal insert (52mm) with a different s-rom(16-10), a delta head(36mm) and a poly liner(52mm) respectively. The surgery was completed with a ten-minute delay. The patient is now under observation. No medical records, products, or x-rays were received with regard to this complaint. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.